Event description:
Same case as: MDR ID: 2134265-2014-04447. It was reported that a guidewire fracture occurred. At doctor¿s request, the patient was hospitalized with acute left ventricular insufficiency/pulmonary oedema. The patient was diagnosed with acute infarction at the posterior wall of the heart (nstemi: non-st segment elevation myocardial infarction).cardiogenic shock. Av-block iii. Degrees. Coronary 3 - vascular disease. Diffuse coronary scleroses and calcification. Coronary angiography revealed a 99% stenosed lesion located in the heavily calcified right coronary artery (rca) with timi I flow. Pre-dilation with a balloon catheter was attempted; however, not successful. Therefore a decision for rotablation was made. A rotawire was advanced along with a non-bsc support catheter. The lesion was ablated three times with a 1.50mm rotalink¿ plus. Upon withdrawal after the third ablation, the burr became stuck in the proximal stenosis. The burr and distal section of the rotawire detached. Despite several techniques (parallel wire passage/ balloon retrieval, snare, twisting) the detached system could not be recovered due to the high calcification/stenosis. The intervention was concluded and the patient was referred for coronary artery bypass grafting (CABG) to treat the multivessel disease. An attempt was made to remove the detached system during CABG; however, it was not possible to remove. The patient was in good condition after surgery.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).